Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the user was not able to insert the swanz-ganz catheter (non-teleflex device) in the sheath which was already inserted in the patient. Therefore, a new sheath was replaced by a new one.

Manufacturer narrative:
(B)(4). A percutaneous sheath introducer (psi) was returned for evaluation. A catheter is not supplied as part of kit aj-09886. The catheter involved in the event was not returned and the size of the catheter was not reported. The psi that was returned appeared typical. The inner diameter of the sheath tip was measured and was found to be within specification. The lidstock for this kit specifies that the sheath is for use with 7.5 to 8.0 fr catheters. A 7.5 fr and an 8.0 fr thermodilution catheter from lab inventory was inserted into the psi and passed through. There was typical resistance when the catheter passed through the sheath valve, but there were no obstructions that would have prevented the catheter from passing through the sheath. The 7.5 fr catheter was a balloon catheter and there was no damage to the balloon from insertion. A review of the device history records (DHR) for the sheath did not reveal any manufacturing related issues. Other remarks: the report that a swan-ganz catheter could not be inserted in the arrow psi could not be confirmed through functional testing of the returned sheath. The customer did not return a catheter and they did not report what size catheter they tried to insert through the sheath. Catheters that conformed to the size of those specified on the lidstock passed through the sheath. A review of the DHR for the sheath did not reveal any manufacturing related issues. No problem was found on the returned sample.

Event description:
The customer alleges that the user was not able to insert the swanz-ganz catheter (non-teleflex device) in the sheath which was already inserted in the patient. Therefore, a new sheath was replaced by a new one.